Event description:
The complainant reported that a patient was being implanted with an impella cp for, mechanical circulatory support. During the insertion of the device, it was reported that the device would not advance into the left ventricle. It was reported that it was unclear if the device had an issue that contributed. It was noted that the procedure was aborted due to a massive aortic valve stenosis. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation.

Manufacturer narrative:
Section a patient information has been left blank, as patient demographics are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the device delivery issue has been completed. The cause of the unable to deliver or advance was most likely patient related since the delivery was aborted due to a massive aortic valve stenosis.

Manufacturer narrative:
Visual inspection found no issues on the pump. Unable to deliver or advance: the cause of the unable to deliver or advance was most likely patient related since the delivery was aborted due to a massive aortic valve stenosis.